Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted for an unknown reason. The patient was doing well postoperatively and the explanted ipg will not be returned.